Event description:
The customer reported the patient was transferred to the floor at 1330 on pca dilaudid 0.2mg every 8 minutes; 4mg max. He was noted to have increased etco2 values at 17:19. The patient was on an etco2 module and an o2 sat module. At 22:30 the patient was found unresponsive and the monitoring modules were both found off. Code blue was called. Patient was given narcan x2 (22:35 and 22:38). Bipap was applied. Patient was transferred to a higher level of care. Someone had cleared the pca totals during the code. The hospital requests a log review. Customer states that no further patient/event information is available.

Manufacturer narrative:
(B)(4). No devices received, log review only. The event logs have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.